Event description:
It was reported per the customer that the item was turned on and being used and went to stand by. It was further reported that they had another lightsource for use.

Manufacturer narrative:
Additional info will be provided once investigation is completed.